Event description:
Right knee effusion [joint effusion]. Case description: spontaneous report received on (B)(4) 2010 from a healthcare provider regarding a (B)(6) female patient with a history of osteoarthritis, initials (B)(6), who experienced right knee effusion after receiving synvisc. The patient received an injection of synvisc into the right knee on (B)(6) 2010. The hcp reported that the patient had right knee effusion after receiving synvisc. The patient was seen in the emergency room where her right knee effusion was aspirated, and she was given vicodin (unspecified) for pain. The patient was later prescribed motrin (800 mg) by her physician who had administered synvisc. The hcp felt that the relationship of the patient's events with synvisc was definite. At the time of this report, the outcome of the patient was unknown. The lot number was reported to be v0906 with an expiration date of july 2012. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.